Manufacturer narrative:
Investigation summary: one sample was received and tested by our quality team with the customer's complaint of separation of luer spin collar from male luer. The complaint was verified upon receipt with the sample luer collar completely separated from set. The manufacturer has been notified of this issue and the most probable root cause is due to dimension of mold cavity being slightly out of specification. Containment action, work order. And a quality alert were initiated to fix the mold and ensure this issue no longer occurs. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.

Event description:
Sample.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero microbore extension set was separated the following information was received by the initial reporter with the following verbatim. It was reported by customer that the screw on cap is coming off.